Manufacturer narrative:
Unit evaluated, number (B)(4); needle cap was cracked - would not pass prime cycle; cannot verify when crack occurred, historically cracks are due to aggressive behavior on the user.

Event description:
It was leaking from hand piece and we tried to prime twice without success.